Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion with 80% stenosis in the mid right coronary artery. The device was inspected with no issues noted. Negative prep was performed with not issues noted. The lesion was predilated. The device did not pass through a previously deployed stent. No resistance was noted when advancing the device. Excessive force was not used. It was reported that during stent deployment the catheter leaked at 12 atms. Multiple inflations were attempted but the device did not inflate. The device was removed and it was inflated outside of the body when a puncture in the shaft was noted. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: device returned with sheath and stylette loaded in device and could not be removed. The device was placed in the water bath to aid the removal of the sheath and stylette. Sheath and stylette were removed with no issues noted. Kink was evident on the hypotube. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the transition shaft at the exchange joint. The balloon failed to inflate. Upon visual inspection of the device, there was a short longitudinal tear on the transition shaft material at the exchange joint. The material at the exchange joint was not formed perfectly. A lip was evident to the exchange joint skive. The transition shaft material was uneven at the tear site. A scratch was evident distal to the tear site. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a 15 second video was received for analysis. In the video, liquid can be observed leaking from the shaft of the device in two streams. Correction: annex a, annex g coded added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.